Event description:
Reporter stated customer tested on the mobile system and received a result of 127 mg/dl. The customer had unspecified hypoglycemic symptoms at the time of this result and "fell into a coma" 2 minutes later. The customer's father or mother treated him with a glucagon injection and called the ambulance. At an unspecified time later the ambulance arrived and the customer was tested on the ambulance meter where a "lower value" was obtained. No further treatment reported and customer was not transported to the hospital. The customer has fully recovered and is currently fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.